Event description:
Information received from the patient reported that their implantable neurostimulator (ins) stopped working and did not feel the stimulation following an x-ray. The patient had a body scan and some x-rays a week prior which was when the stimulation quit working. The patient had not checked the ins with the programmer. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.